Event description:
It was reported ((B)(6)) the plus and minus button on the pt's programmer do not respond promptly. The issue was resolved with a replacement programmer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.